Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 15m g/ml at 13.128 mg/day via an implantable pump for spinal pain. The pump was lose in the pocket and they decided to surgically add a mesh bag to help keep the pump secure in the pocket. The patient denied any issues including twiddling. No diagnostics or troubleshooting was performed. It was unknown when the issue began. Upon opening the pocket they observed the pump had flipped repeatedly and the catheter was very tangled. The catheter was untangled and a nearly kinked section was excised and spliced together with a new connector pin. The mesh bag was added to help stabilize the pump in the pocket. The issues was considered resolved following surgical intervention. The patient's status was considered alive with no injury. The patient's medical history included chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.